Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner insulation was pulled apart due to overstress, the outer insulation was partially or fully covering the tip electrode, the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was a white substance on the outer insulation, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the patient developed a hematoma which was evacuated approximately three days post implant of a new system. It was further reported that there was wound dehiscence and abscess. The lead, which was previously capped due to a system upgrade, was removed and replaced. No further patient complications have been reported as a result of this event.